Event description:
A 3.0 mm diameter x 24 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. Lesion morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the protective sheath was removed that covers the stent. The sds was inserted into the pt and the balloon expanded. It was at this time that it was noted that the stent was not at the lesion site. The stent was found in the protective sheath. A second endeavor drug-eluting stent was used to treat the lesion site. No additional clinical sequelae were reported and the pt is fine.